Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a code 1003, indicative for voltage too low for remaining capacity. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. The device is expected to return.